Event description:
A us distributor returned a battery pack indicating that it does not power on a test monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on a monitor) was confirmed. As received, the battery was would not power on a monitor when placed into a monitor and charger. Upon evaluation, the f1 fuse was open. The cause of the inability to power a monitor and charge is the open fuse. The cause of the open fuse is excessive current. The root cause of the excessive current cannot be positively identified. No adverse event resulted from the defective battery pack.